Event description:
It was reported by the customer that blades keep breaking when the device is used. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that blades keep breaking when the device is used. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.